Event description:
The external pulse generator was returned in accordance with instructions related to a corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional testing, when the main printed circuit board was realigned and the testing rerun, all passed. Analysis further noted that one case screw was contaminated, the encoder nuts were not torqued to specification and the display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).